Manufacturer narrative:
Method, conclusion: device evaluation anticipated but not yet begun. The device is currently en route to our facility for product evaluation. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This device was described as stiff, degenerated and calcified with host tissue overgrowth (pannus). Until the device is received and the product evaluation can be conducted, we are unable to confirm the clinical comments as provided by the health care provider. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Upon completion of the product evaluation or receipt of additional information, a follow up report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.

Manufacturer narrative:
Customer report of stiff and calcified leaflets was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 13mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. A gap was observed in the central coaptation region. There was a hematoma on leaflet 1 as seen at the inflow aspect. Two black sutures of approximately 14 inch. And 15 inch. Remained attached to the sewing ring. The wireform was exposed near leaflet 2 at the outflow aspect. Received with the valve were multiple fragments of what appeared to be host tissue. Calcification was evident on some of the fragments.

Event description:
Edwards has learned that a 31mm mitral pericardial valve was explanted and replaced with a 29mm model 7300tfx mitral pericardial valve due to structural valve deterioration (svd). Implant duration of the 29mm device was eight (8) years, eight (8) months and twenty-six (26) days. Device is being returned for evaluation. Through follow up with the health care provider, the operative report was provided and the post-operative diagnosis states critical mitral stenosis with biventricular congestive heart failure. Findings indicate "totally degenerated bioprosthetic valve with extremely stiff and calcified leaflets. Successful removal of the old valve without any problem. Post mitral valve replacement, well-functioning valve with a mean gradient of 3 and no leaks." The patient tolerated the procedure well and was taken to the ICU in stable condition.